Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer did not open fully past row d. A field service engineer replaced the left and right drawer rails after identifying they were bent, verified operation by testing through customer login and inventory, and performed testing in hardware test application with the drawer passing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 7 6sm full height drawer 6 does not open completely and stopped at row d during operation. Although the drawer was not currently in a failed state, it was unable to extend fully, limited access to medications beyond that row. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.